Manufacturer narrative:
(B)(4). Information regarding patient weight, race, ethnicity, and medical history were not provided. The initial reporter phone and email address of the are not available. [Conclusion]: the healthcare professional reported that during the procedure to treat an aneurysm at the internal carotid artery (ica) terminus with the following dimensions: 2.1 mm neck and a parent vessel of 3.7 mm; the implant arch was 8 mm, the pulserider y, 4 mm, 8 mm arch (303d / w3091-05) was advanced through the microcatheter prowler select plus (606s255x) but the pulserider device would not deploy into the desired orientation. The pulserider device was re-constrained into the microcatheter and a ¼ turn on the delivery wire was performed while the device was being pulled back into the microcatheter. The device was re-advanced but still did not turn at all toward the desired location. The same process was executed four more times without success. The pulserider device was then completely withdrawn back into the introducer and removed from the rotating hemostat valve (rhv), re-flushed and re-advanced through a different microcatheter into position. Upon deployment, the pulserider still would not orient into the desired orientation. The same process was attempted two more times without success. The pulserider was then withdrawn back into the introducer and removed from the rhv. The embolization was then attempted with balloon-assist but was not successful. It was reported that the pulserider device was normal in appearance and was prepped as normal prior to use per the instruction for use (IFU). It was confirmed that there was no resistance between the pulserider device and the microcatheter during advancement. The microcatheter was under maintained continuous flush. Torque was unsuccessfully attempted. It was slightly difficult to withdraw the pulserider from the microcatheter but the withdrawal was successful without any damage to the pulserider device. There was no report of patient injury or complication associated with the reported event; the procedural delay was 20 minutes. The procedure was ended and the treatment strategy was to be re-evaluated. Based on complaint information, the device was not available to be returned for analysis. A review of manufacturing documentation associated with this lot (w3091-05) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of causes and possible contributing factors could be made. As such the investigation will be closed. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of two products involved with the reported complaint. The associated manufacturer report numbers are: this report and 3008264254-2018-00525. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the procedure to treat an aneurysm at the internal carotid artery (ica) terminus with the following dimensions: 2.1 mm neck and a parent vessel of 3.7 mm; the implant arch was 8 mm, the pulserider y, 4 mm, 8 mm arch (303d / w3091-05) was advanced through the microcatheter prowler select plus (606s255x) but the pulserider device would not deploy into the desired orientation. The pulserider device was re-constrained into the microcatheter and a ¼ turn on the delivery wire was performed while the device was being pulled back into the microcatheter. The device was re-advanced but still did not turn at all toward the desired location. The same process was executed four more times without success. The pulserider device was then completely withdrawn back into the introducer and removed from the rotating hemostat valve (rhv), re-flushed and re-advanced through a different microcatheter into position. Upon deployment, the pulserider still would not orient into the desired orientation. The same process was attempted two more times without success. The pulserider was then withdrawn back into the introducer and removed from the rhv. The embolization was then attempted with balloon-assist but was not successful. It was reported that the pulserider device was normal in appearance and was prepped as normal prior to use per the instruction for use (IFU). It was confirmed that there was no resistance between the pulserider device and the microcatheter during advancement. The microcatheter was under maintained continuous flush. Torque was unsuccessfully attempted. It was slightly difficult to withdraw the pulserider from the microcatheter but the withdrawal was successful without any damage to the pulserider device. There was no report of patient injury or complication associated with the reported event; the procedural delay was 20 minutes. The procedure was ended and the treatment strategy was to be re-evaluated.